Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01240. It was reported that the paver dependent patient¿s right atrial and right ventricular leads exhibited noise, reproducible with isometrics. The ventricular lead was capped on (B)(6) 2020 and replaced. The atrial lead would continue to be monitored. The patient was stable.